Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. During procedure, an atlantis sr pro imaging catheter was selected for use. However, it was noted that the catheter shaft was fractured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed a crack in the m/f luer connector. Leaks were observed from the m/f luer connector during testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. During procedure, an atlantis¿ sr pro imaging catheter was selected for use. However, it was noted that the catheter shaft was fractured. The procedure was completed with a different device. No patient complications were reported.